Event description:
Information received from the field notes that the patient presented for an office visit, not feeling well. The device exhibited loss of atrial and ventricular sensing. Three days prior to this visit, the patient was in an accident, which may have resulted in impact to the pacing system. Electrocautery was also used for surgery on the patient's arm.